Event description:
It was reported that the patient passed away following a stage 1 implant procedure. The patient underwent an implant procedure and was doing well postoperatively. However, the day following surgery, the patient vomited and it aspirated to the lungs. The patient was intubated, but the patients kidney function was affected and never recovered.

Event description:
It was reported that the patient passed away following a stage 1 implant procedure. The patient underwent a stage 1 implant procedure and was doing well postoperatively. However, the day following surgery, the patient vomited and it aspirated to the lungs. The patient was intubated, but the patients kidney function was affected and never recovered. Additional information was received that the physician did not assess the patients death as being device or procedure-related. The device will not be returned for analysis.